Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient presented to the clinic due to their device toning due to it being at end of life (eol). All measurements at this time were normal. During the device changeout with the new device in the pocket, the right ventricular (rv) and superior vena cava (svc) coil impedances on the right ventricular (rv) lead were within a normal range of 50-60 ohms. During closure of the pocket, the rv and svc coils measured between 130 to over 200 ohms. It was noted that the physician also nicked the lead with the scalpel but the lead was repaired with adhesive. The pocket was reopened and visually everything was normal. The physician wanted a new device, believing it was an issue with the header. The attending physician accidentally reversed the setscrew all the way out of the new device. The physician opened a second new device and tested it. It measured the same as old device, with high svc and rv coil impedances. It was decided to have the rv lead remain in use. It was then reported that the patient presented to the emergency room due to an alert triggering for high svc and rv coil impedances on the rv lead. A fracture was confirmed. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned but analysis could not be performed due to legal restrictions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.